Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had elevated thresholds and was causing diaphragmatic stimulation. The parameters on the lead were changed and the lead remains in use. It was noted that the patient was taking part in the (B)(6) study. No further patient complications have been reported as a result of this event.